Event description:
It was reported that on an unknown date, an 18mm amplatzer muscular vsd occluder was chosen for implant using a non- abbott delivery system. During the procedure it was noted that the device did not conform to its desired shape and took form of bulbous shape. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a non-abbott device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.